Event description:
Customer reported several no delivery alarms during a bolus. The customer's blood glucose was 288 mg/dl. Troubleshooting found the insulin was able to exit the tubing. Troubleshooting also found a bent cannula or site occlusion. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.